Event description:
Factory analysis of a returned blower revealed a malfunction which may result in no flow or ventilation during normal mode operation. If a failure of the blower occurs during use resulting in no flow or ventilation, the ventilator will alarm to alert the user and the user should provide alternative ventilation.